Manufacturer narrative:
(B)(4). Evaluation, results: kink. Results/conclusions: access vessels were small and calcified; right external iliac was 6mm in diameter; left external iliac was 5.4mm in diameter. Delivery system was attempted in a patient with less then 8 mm in diameter access vessels.

Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of a 6.7 cm diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the proximal aortic neck was 19mm in diameter, 36mm in length, and angulated 88 degrees with mild calcium. The right common iliac was 9 to 10 mm in diameter; left common iliac was 7-10-7 mm in diameter. Access vessels were small and calcified; right external iliac was 6 mm in diameter; left external iliac was 5.4 mm in diameter. It was reported that an (B)(4) was unable to be advanced through the vessels. The physician rotated the delivery system slightly counterclockwise during the advancement to improve pushability, but the graft cover sheared and exposed the stent graft. The device was removed from the patient. The physician used sequential dilators, and then advanced an (B)(4) (ref MFR# 2953200-2011-00378) on the right side without difficulty. The contralateral limb (B)(4) (ref MFR# 2953200-2011-00379), a contralateral extension (B)(4) (ref MFR# 2953200-2011-00380), and an ipsilateral extension (B)(4) (ref MFR# 2953200-2011-00381) were all placed without difficulties. The final angiogram showed a significant unknown endoleak that was difficult to diagnose. The physician believes that there may be an endoleak coming from the contralateral limb. The physician decided to reline both iliac limbs, a (B)(4) limb was placed on the left, and an (B)(4) limb was placed on the right, but the repeat angiogram showed no resolution of the endoleak. The proximal aortic neck was re-ballooned without endoleak resolution. A palmaz stent was placed proximally, but another angiogram was not performed, as the pt. Had 300cc of contrast already. A post-operative CT scan showed that the endoleak resolved. No clinical sequelae were reported, and the patient is fine. The device was returned and the analysis has been completed. The stent graft was still loaded in place. The handle was in the home position. The wheel was present and all the way back (capture position). There was circumferential tear damage on the graft cover at 25.1cm from the edge of the graft cover. The tear was all around and nearly uniform in pattern. The tear was 1.2mm distal to the graft cover material overlap. There were gouging marks on the taper tip and across the marker band and graft cover. The gouging marks are most likely the result of contact with calcification in the vessel. There were kinks on sheath at 3.5, 5.3 and 6.5cm from the edge of the graft cover. The kinks appear to be between graft rings. There were twisting patterns on the sheath starting at the stent stop at 17cm and extending to 25.5cm from the edge of the graft cover - just past the torn area. The twisting pattern is most likely caused by excessive torquing of the device. The od of the graft cover at the marker band measured 5.75mm (17f) with calipers. The complaint was confirmed and it was determined to be due to the patient vessel morphology. The distal tip might have gotten caught in the anatomy and locked in place. Subsequent excessive torquing of the device may have caused the tare damage, but it is not confirmed.